Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: alleged issue: two of the staplers jammed. The staples coming out one at a time but gets to the end and doesn't release. No pt injury was reported.